Event description:
Additional info provided by a facility indicates the latest post-operative exam (4 months post-op) shows the mrse in the left eye increased another quarter of a diopter and is now 1.00. Latest exam also shows this pt was plano in the lefy eye, no over or under correction.

Event description:
Correction to last supplement report. Report stated the patient was plano in the left at the last post-op exam. The exam indicated the patient's manifest refraction (mr) in the left eye was lano +2.00 x 85; however the cylinder must be converted to a negative. In doing so, the mr becomes +2.00 -2.00 x 175. Therefore, this patient's left eye was over corrected, not plano as previously reported.

Manufacturer narrative:
Completed investigation/root cause analysis for initial medwatch report for an under correction for one patient, both eyes: evaluation summary: a surgery database performance verification was conducted on this system for the date of this patient's surgery. This review, along with a review of the systems's service records, indicated the laser was operating within specifications and therefore was unlikely to have caused the event. Therefore, the investigation concluded that the cause(s) of this event was non-product-factors. In this case, patient selection could not be ruled out because the patient's candidacy was questionable due to the history of amblyopia and esotropia coupled with high mixed astigmatic refractive error. However, the postoperative bcva is the sme or better for each eye prior to any treatment. The most likely rot cause of the under correction is non product factors - individual patient response.

Event description:
A system operator reports that one pt experienced an under correction in both eyes following lasik surgery. A review of the pt records provided by the facility indicates uncorrected visual acuity was 20/400 in both eyes prior to surgery. At five weeks post-op, uncorrected visual acuity was 20/200 in the right eye and 20/50 in the left. Although the surgeon did not meet his target of plano, the uncorrected visual acuity was vastly improved. Further review of the records indicate there was an increase in manifest refraction spherical equivalent (mrse) of .75 diopters.